Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the tip of the 3cg wire was "bent enough that it was going to snap off". It's stated this all happened inside of the PICC line and that nothing was left in patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. One 3cg stylet was returned for investigation. There was a break in the polyimide tubing 3.7cm from the distal tip of the stylet. The distal segment of the polyimide tubing exhibited kinks between each magnet. Kinks were also observed between individual magnets in the proximal segment of the polyimide tubing. The break in the core wire coincided with the break in the polyimide tubing. The broken end of the polyimide tubing was noted to be uneven. Residue from use remained within the polyimide tubing. The wall thickness of the polyimide tubing was within specification. It was reported that the 3cg stylet bent during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the tip of the 3cg wire was "bent enough that it was going to snap off". It's stated this all happened inside of the PICC line and that nothing was left in patient.